Event description:
It was reported that the physician noticed a decrease in right ventricular (rv) lead sensing from 5 millivolts (mv) at implantation down to 1.8 mv currently. Therefore, a revision procedure was scheduled. The intent was to reposition the lead, but during the intervention the physician damaged the leads with the electrocautery. As a result, the leads were extracted with simple traction, without complications. Two new leads were implanted. The patient is doing well and will continue with normal follow-up. Product return is not indicated at this time.